Manufacturer narrative:
(B)(4). This is a report of a use error, where the home patient connected to the patient line before priming was completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient connected before priming was completed. This event occurred on the homechoice device during prime in peritoneal dialysis. The patient line had not completed prime when the home patient realized that they had connected too early and closed their transfer set and the patient line clamp. The homechoice was currently displaying check patient line/connect yourself, but the home patient stated that the patient line was still full of air. The technical service representative had the home patient disconnect aseptically and cycle the power on the homechoice device. The technical service representative helped the home patient open the door to remove the cassette. The home patient would start over with all new bags and cassette. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.